Manufacturer narrative:
Product ID 748940, serial# (B)(4), implanted: 2003-(B)(6), product type extension product ID 748940, serial# (B)(4), implanted: 2003-(B)(6), product type extension product ID 64002, product typ adapter product ID 3998, lot# lb2328, implanted: 2003-(B)(6), product type lead product ID 37752, serial# (B)(4), product type recharger product ID 37743, serial# (B)(4), product type programmer, (B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient had a malfunctioning battery. A lead revision was done and it was decided to replace the implantable neurostimulator (ins) at the same time. The whole system was replaced. The patient recovered without sequela.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly. Analysis of the lead, model#3998, lot# lb2328, found that the lead conductor body was broken. The anchor site was unknown. There was a break in wire #5 5.8cm from the proximal end in the 4-7 leg of the lead. The surface texture of the wire ends suggested a break and not a cut. There was a break in wire #7 6.8cm from the proximal end, in the 4-7 leg of the lead. There was a break in wire #2 in the 0-3 leg of the lead near where the lead was cut. Analysis of the extension, model# 748940, serial# (B)(4), found that the extension body was cut and the device segmented. Analysis of the extension, model #748940, serial# (B)(4), found that the extension body was cut and the device segmented. Analysis of the adaptor, model# 64002, found no anomaly. Analysis of the plug, model# 3550-29, found no anomaly.